Event description:
It was reported when using the bd preset¿ syringe with attached needle there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during use of the abg, the abg needle cannula was found cracked."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged cannula. Bd was not able to identify a root cause for the indicated failure mode.